Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a non-gore stent graft. After the procedure, an endoleak (type unknown) was identified. On (B)(6) 2010, this patient underwent an additional endovascular repair using two gore tag thoracic endoprostheses (tgt2815/7671098, tgt2815/7671099) to repair the endoleak from the non-gore stent graft. A type ii endoleak of unknown origin was reportedly observed during the procedure, however the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The type ii endoleak reportedly persisted. The diameter of the aneurysm was 62 mm. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm was 65 mm. The type ii endoleak reportedly persisted. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm enlarged to 70 mm. The endoleak was reportedly resolved, and no issues were reported.